Event description:
It was reported that the implant had moved from it's original location (implant bed) and had to be re-positioned. Most of the electrode channels now have high impedance, this has occurred over a period of time. The problem may have been caused by a continous mechanical stress.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.